Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely with non-sustained right ventricular oversensing (nsrvo) episodes. Review of the transmission revealed the episodes were caused by low amplitude noise noted on the right ventricular lead. Physician decided to monitor the patient for further episodes. No intervention was performed. There were no reported patient symptoms.